Event description:
Patient reported "left breast had deflated." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior, creases fold and wear abrasion leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area and sharp opening on plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior( plug strap disk shell) assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "left breast had deflated. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "left breast had deflated." Device remains implanted.